Manufacturer narrative:
The pump was received with currents within specification. No unexpected low battery alarms noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No sticky keypad was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error and low battery on their insulin pump. The customer's blood glucose at the time was 250mg/dl. The customer states the replacement battery cap did not resolve battery issues. The customer states the buttons are sticking and unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.